Manufacturer narrative:
It could not be confirmed whether this ICD would be returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) may not have provided life-saving therapy. The patient's advocate noted that the patient's heart had just stopped and noted surprise that the device did not respond. The local area sales representative was contacted for more information, but none has become available to date.